Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection of the lead revealed a damaged insulation at 24 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. In that sections the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this dextrus lead was removed from service due to an unspecified product performance issue. No adverse patient effects were reported.